Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge septums were damaged during the loading sequence and the syringe needle became blocked. Customer changed the needle to resolve the issue. There was no reported adverse impact to customer's blood glucose.